Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the output connectors were broken. It was also indicated that the lower case and hanger were broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer's analysis indicated that the external pulse generator (epg) had broken output connectors. It was also indicated that the hanger was broken and the battery drawer would stick. The epg was repaired and returned to service.